Event description:
Mismatched results between the vitros eci and the customer's lis for ahcv, hbsag and hb assay. Misreported results might cause an infected person to be misclassified and/or could present a risk to public health. There was no report of patient harm or changes to treatment as a result of this event.